Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using resettable malfunction code, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code recurred, which caller acknowledged and understood.